Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheters have a defective lure lock and the ivs are pulling apart causing leakage. It was reported that patients are waking up from anesthesia and having medication interruptions.

Manufacturer narrative:
No samples or photos were returned in support of this complaint. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: indeterminate: units nor photos were not provided for observation or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that bd insyte autoguard shielded IV catheters have a defective lure lock and the ivs are pulling apart causing leakage. It was reported that patients are waking up from anesthesia and having medication interruptions.